Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a spine procedure, the tip of the bur broke. It was also reported that there was a slight delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The bur reported involved with this event was returned for evaluation and the reported malfunction of breakage was confirmed. A device history review (DHR) was performed and all manufacturing specifications were met during the time of manufacture of this product. The bur was evaluated by product engineering who observed witness marks of wear on the returned bur. These markings were not evident on unused samples and also a sample of a bur used during simulated use testing. From the analysis carried out it suggests that the bur used had contacted another material other than bone for an extended period of time which may have led to the fracture of the bur in this event. The attachments for use with this bur IFU's state the following indication for use; "when used with these motors, the elite and heavy duty attachments and cutting accessories are intended to cut bone and bone cement in the following manner: drilling, reaming, decorticating, shaping, and smoothing for the following medical applications: neuro; spine; ear, nose and throat (ent)/otology/neurotology/ otorhinolaryngology; craniofacial and maxillofacial; dental; and endoscopic applications". The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that during a spine procedure, the tip of the bur broke. It was also reported that there was a slight delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.